Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary: the device associated with this report was returned for analysis. After physical review, it was identified the device is broken not cracked. The reported condition was not confirmed depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while putting instruments together , it was found a crack in the femoral impactor. It needs to be replaced. No further information is available. There was no delay in surgery.